Event description:
It was initially reported to target that the catheter split during preparation. Upon eval, it was found that the split of the catheter was at its distal end, therefoe this complaint became a MDR. Since this event occurred during preparation, it did not cause any harm to the pt.